Event description:
It was reported that this right ventricular rv lead had a gradual rise in shock lead impedance sli measurements with values up to 141 ohms, which was out of range. Technical services ts provided troubleshooting and advised that lead be replaced or reprogrammed with further defibrillation threshold dft testing. It was noted that this patient will be seeing an extraction specialist. No adverse patient effects were reported. Currently, this rv lead remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination of the lead noted calcification of body fluids on the distal shocking coil and lead tip. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Analysis determined that the impedance measurements and delivery of tachycardia therapy may have been impacted by the calcification of body fluids on the distal shocking coil and lead tip. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.

Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock lead impedance (sli) measurements with values up to 141 ohms, which was out-of-range. Technical services (ts) provided troubleshooting and advised that lead be replaced or reprogrammed with further defibrillation threshold (dft) testing. It was noted that this patient will be seeing an extraction specialist. No adverse patient effects were reported. Currently, this rv lead remains in service. According to additional information received, this rv lead was explanted due to consistently high out-of-range shock impedance values. Another rv lead was successfully placed. As of today, this product has not been received by boston scientific for further investigation.

Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock lead impedance (sli) measurements with values up to 141 ohms, which was out-of-range. Technical services (ts) provided troubleshooting and advised that lead be replaced or reprogrammed with further defibrillation threshold (dft) testing. It was noted that this patient will be seeing an extraction specialist. No adverse patient effects were reported. Currently, this rv lead remains in service. According to additional information received, this rv lead was explanted due to consistently high out-of-range shock impedance values. Another rv lead was successfully placed. As of today, this product has not been received by boston scientific for further investigation.